Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The conductor was covered in body tissue. The proximal low voltage electrode of the lead was covered in body tissue. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds. The lead was explanted and an attempt to replace the lead was unsuccessful due to patient anatomy. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.